Event description:
It was reported that the customer changed out one pediatric quadrox-ID oxygenator due to clotting and high delta pressures. All coagulation parameters were reported within normal practice, act, ptt, and platelet count. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. There is no information available on how long the oxygenator was in use before clotting was observed. A lot number has not been reported and the device is not available for evaluation and thus could not be evaluated . Therefore, it is not possible to confirm the reported complaint. The patient history and medical treatment have not been reported.